Event description:
It was reported that when using the pyxis medstation es system, it encountered a pocket malfunction. A customer has reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported issue indicates that the legacy full-height drawer was unsuccessful, along with several pockets. A field service engineer successfully reseated the row board cable on the drawer controller to address the problem. The device functioned as intended after the field service engineer troubleshooted the device.